Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was opened to be used to treat kidney stones during a stent insertion procedure performed on (B)(6) 2021. During preparation, when the device was removed from packaging, the stent was found broken. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code: a0401: captures the reportable event of stent shaft broken.